Event description:
It was reported that during a lobectomy procedure, the surgeon was unable to open the device after firing. It was locked on tissue. The surgeon had to wiggle the device off the tissue. There was no damage to the tissue. Used a new device to complete the procedure.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Sbw4/caj4 7/21/08.